Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the returned product inspection as per specification. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 11 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/pressure tests did not show any leaks or traces of liquid/blood inside the catheter. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that the patient developed a pericardial effusion during a cryoablation procedure. Pericardial effusion occurred between the third and fourth ablations. Patient also reported as having low blood pressure. The procedure was aborted to perform pericardiocentesis. Device 1 of 2, reference MFR report: 3002648230-2014-00080.